Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was no telemetry with recharging the implantable neurostimulator (ins) and the last successful charge session was about a couple of years prior to the report. The reason the patient was not charging the ins was because of a medical issue. A couple of years prior to the report, due to medication, the patient was having many seizures a day, she had issues with her mind and missed a lot of memory. Whenever she had a seizure, the patient would feel a shocking sensation in the bottom of her feet. The ins made it worse, so the patient stopped charging it. Since then, their pain had gradually gotten worse. In the end, the patient was redirected to their healthcare professional (hcp) to address the likely over discharge event and the symptoms. There were no further complications reported or anticipated.